Manufacturer narrative:
The autopulse platform (sn:(B)(4)) was returned to zoll (B)(4) for evaluation. The device history record (DHR) was reviewed and no previous related complaints were reported for the platform. A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. A review of the archive was performed and showed that the device was last powered on (B)(6) 2016. There were three user advisory/faults "ua13, ua2, and ua 18" occurred during the date of (B)(6) 2016 which probably related to the customer complaint of "stop compression". User advisory (ua) 13 (battery fault detected) - replace battery message was observed when the platform was in use with li-ion battery (s/n (B)(4)). User advisory (ua) 2 (compression tracking error) occurred on the first compression. Typically , this ua2 occurs if the patient is misaligned on the platform or the lifeband is opened. The load cell characterization test confirmed both load cell modules are functioning within the specification. User advisory 18 (max take-up revolutions exceeded) alerts the operator that the lifeband is open or patient is too small or is not present on the platform. A run in test was performed with the 95% patient test fixture (lrtf). The test was performed with a known good battery. There were no faults or errors occurred during the test. In summary, the reported problem of the autopulse platform stopping compressions was not confirmed. The issue could not be replicated during run in testing with a known good battery. The device passed functional testing and there were no faults/errors found during testing. The platform was able to perform compressions without issue.

Event description:
It was reported that the autopulse platform apparently had issues when deployed during an evaluation. The autopulse platform "stopped compression" during a sales evaluation. There was no patient involvement reported. No further information was provided.